Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. After a 6f non-boston scientifiic (bsc) introducer sheath was inserted and a non-bsc guidewire was crossed the lesion, a 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres, the balloon ruptured. The balloon was replaced with a 4mmx4cm non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient condition was good post procedure.